Manufacturer narrative:
A field service engineer (fse) was dispatched who fse conducted follow-up with the customer to address the reported event. Fse ran detector background, passed. Fse checked maxia and removed alcohol. Fse also replaced two bottles of new substrate and ran 20 psa and results were okay. Customer ran all controls and verified .no further action required by field service. The most probable cause of the reported event was due to possible wash / diluent made wrong. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported ce flag on all patient samples failure with their aia-2000 analyzer. A field service engineer (fse) was dispatched on (B)(4) 2017, to address the reported event, which resulted in delay in reporting of patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.